Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of huzb1168 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (huzb1168) have been reported from the same us facility. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Facility contact reported that they have an alleged broken broviac. Contact stated that there is an alleged crack was found just above the fat part of the sheath where the outer lumen changes sizes. Catheter was repaired.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.